Event description:
According to the complainant a progav had a dysfunction postoperatively; the adjustment would spontaneously change. The patient was originally implanted on (B)(6) 2016. The valve was explanted on (B)(6) 2017 and returned to the manufacturer for evaluation. Further details were not provided. Height: 130 cm.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing and quality control data the progav was manufactured by a qualified employee in january 2016. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fx442t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation statement: on the basis of juristic requirements we have to get the personal request by the surgeon as a step of safeguard. Unfortunately we did not receive the consent. An official release is missing for the investigation of the product. For this reason, we returned the product for our discharge without examination. Result: we can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further actions required.